Event description:
The pt was male. The target lesion was the mid right coronary artery. The vessel was not calcified or tortuous. There was 99% stenosis. After pre-dilation was conducted with a 1.3 x 10mm balloon, a 3.0 x 28 mm cypher stent (lot number i0506123) was delivered to the lesion. There was no problem during delivery. However, while inflating at 12 atm for 30 seconds, the center portion of the stent could not be dilated. According to the physician, the stent "expanded like a dog bone." Therefore, post-dilation was conducted with a 2.75 x 8mm balloon to dilate the stent. Ivus was conducted but calcification of the vessel was not confirmed. The procedure was completed. There was no reported pt injury.

Manufacturer narrative:
This device (lot i0506123) is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.